Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A surgeon reported that when checking the tube that replaces air, perfusion flew into it. This was discovered after surgery. There was no impact to the pt. Additional info has been requested.